Event description:
During follow up with the physician's office for an increase in seizures reported in mfg. Report #1644487-2019-00054, it was reported that the patient apparently experienced an increase in seizures following the replacement surgery. It was reported as above the pre-vns baseline and the physician was unable to provide an assessment on whether it was related to vns. It was stated that the patient's autostim mode was activated and the patient's vns settings were reduced back to those on the previous m103 generator. The diagnostics from the doi were within normal limits. No additional relevant information has been received to date.